Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The endocrinologist reported that the patient connected to pod for the first time on (B)(6) 2017 and insulet¿s representative provided a full and comprehensive training on the use of the pump on how to behave when the blood glucose (bg) levels are high. In the afternoon on (B)(6) 2017 her blood glucose (bg) levels began to rise. Later in the evening the patient began to feel ill and was vomiting. So her mother checked her daughter¿s bg levels and it read ¿high¿ (> 500 mg/dl) with the pdm¿s bg meter. The mother did not associate these symptoms with the high bg levels and did not treat or contact her healthcare provider. The next morning ((B)(6) 2017), the patient was hospitalized with diabetic ketoacidosis. At the hospital she was placed on an intravenous therapy of fluids and was given insulin subcutaneously. The endocrinologist met the mother with her daughter in the emergency room and explained to the mother about the importance of proper handling in situations of high bg levels. The patient was released on (B)(6) 2017 with an instruction from the doctor to return to insulin injections and not to use the pump until further training at the clinic. The pod was worn between 24 and 36 hours on the arm.